Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient stated she hasn't recharged in 4 months because she said she forgot how to. The rep tried to interrogate with 8840 and recharger. A trickle charged in planned for (B)(6) 2018. The issue was not resolved at the time of the report. No further complications were reported. No patient symptoms were reported. Additional information was received from the manufacturing representative (rep). It was reported that the rep trickle charged for 3 hours and the patient did not want to continue. We were not able to get the ins recharged. The ins felt stable in the pocket upon palpating and the patient denied feeling the ins had moved in the pocket. The patient stated she would rather have a replacement rather than continue the trickle charge. Will discuss with physician at next appointment. The patient's recharging issues have not been resolved. The information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.